Event description:
Had permanent mesh placed vaginally to repair rectocyle. Mesh erosion started not 6 weeks post op. Had that repaired in 2009. Saw a urogynecologist. He said, he sees women like me very often, 2-3 a week. He is going to remove my mesh. He's not sure what other problems this has caused, until he gets in there surgically, as I've had nothing, but extensive bladder & vaginal pain since mesh placed in 2009. After exam, he told me what I already knew, that it was eroding again. This time worse than the first time. I had no idea this could happen. Doctors should be more responsible to their pts with regards to any type of foreign materials, letting them know the pros and cons to using such a dreadful material. So now, I am facing my third surgery in less than 8 months. This product needs to be pulled off the market, or further eval needed, as I would hate for any woman to undergo what I have been through. Diagnosis or reason for use: repair rectocyle, rebuild vaginal floor.